Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. To address the elevated levels, the caller administered a correction injection via multiple daily injections and did not require third-party assistance. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.